Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose went up to 400 mg/dl after a steroid shot. The customer was told to do a basal of 130 percent but was only able to 100 percent and the blood glucose was still as high as 296 mg/dl. The customer was assisted in raising the basal rate.